Event description:
It was reported that during a da vinci hysterectomy procedure, the band came off of the monopolar curved scissors instrument shaft. The band was noticed by the patient side assistance and it was removed. It was determined that there were no further debris in patient. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Failure analysis was able to conduct an investigation based on the pictures provided by the customer. The tube reingforcement ring was separated from the main tube. The ring looked deformed in several places so it's very possible that it got mechanically indented and scraped and finally just tore through and fell off. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusions: the reinforcement ring from the instrument allegedly came off into the patient and the fragment was retrieved. According to the customer, the piece was removed laparoscopic during the same procedure, no x-ray was performed and the patient didn't suffer any injuries as a result of this instrument's malfunction.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's tube reinforcement ring to be broken. The reinforcement ring is completely broken off. Failure analysis concluded that the damage may be due to mishandling/misuse. Failure analysis investigation also found the following damages: the instrument's blades had scratches on the surface. The clamping pulley was corroded and contaminated. The pulley had residue and what appeared to be rust on the housing. Failure analysis concluded that the corroded/contaminated damage may be due to improper cleaning. The instrument's flush tube was kinked. The housing was removed and it was found that the flush tube exhibited a couple of kinks in the back-end. Kinks occur prior to flush tube entering the idler block. Kinks can restrict fluid flow, preventing proper flushing of the instrument. The banana plug was also bent up in the proximal end at the housing. Failure analysis concluded that the bent damage may be due to mishandling/misuse.